Event description:
It was reported by the customer that the pyxis medstation es system is unable to open recovery has failed. Reboot and recovery processes have been completed. The customer stated that the malfunction resulted in a delay in obtaining medications for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer has faulty cubie. A field service engineer, replaced cubie tray row e in main drawer hh 5.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.